Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found no physical damage. Performed functional check with test device(B)(6). Visually inspected the remote dose cord. Remote dose cord is not recognized by the pump. The customer stated problem was confirmed. The cause of the reported problem was traced to the user manipulation of the device. Device was returned to the supplier for investigation. Based on the attached investigation by supplier tlc: lemo connector rotates; all of the wires are broken. The customer stated problem was confirmed. The cause of the reported problem was traced to the user manipulation of the device. A DHR review is not applicable in this case because the defective component is not evaluated or tested in any way during the manufacturing process at smiths medical and the device manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-02434. The report was submitted in error.

Manufacturer narrative:
Initial report is withdrawn. The reported device issue (non functional pca dose cord) is not a reportable event; previous report sent in error.

Manufacturer narrative:
Product information is unavailable.

Event description:
Information was received regarding a cadd accessory. It was reported that there was a non-delivery of morphine boluses with the device. The device had to be changed.